Event description:
The customer reported that they had received a speaker malfunction inop and had no sounding alarm coming from the monitor. The monitor was not in clinical use at the time the issue. There was no adverse event or patient harm reported.

Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer (biomed) reported that "enquiry- part no.s & price for the speaker fault - speaker malfunction." He had received a speaker malfunction inop and had no sounding alarm coming from the monitor. There was no patient involvement and no report of any patient or user harm.